Manufacturer narrative:
(B)(4). A wallflex biliary stent and delivery system was returned for analysis. Visual examination of the returned device found that the device was received not deployed. The outer sheath was significantly curved and buckled. In addition, the outer sheath was broken at the proximal end of the clear guidewire access port, at the blue outer sheath bond. During the product analysis, a 0.035¿ guidewire was placed through the device and did exit the guidewire access port. No other issues were identified during the product analysis. Device analysis determined that the nature of the damage seen at the broken ends of the guidewire access port was consistent with the application of excessive force during attempted deployment. It was not reported whether or not the shipping mandrel was removed prior to inserting the guidewire and it is not known whether the sheath was broken before or after the guidewire was attempted to be inserted. However, a 0.035¿ guidewire was placed through the device and did exit the guidewire access port. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on january 31, 2017 that a wallflex biliary stent was to be used to treat a stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the guidewire would not exit through the stent. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed a reportable event based on the investigation results; outer sheath was broken at the proximal end of the clear guidewire access port, at the blue outer sheath bond.